Manufacturer narrative:
An ocd field engineer (fe) visited the site. The fe replaced the appropriate components of the fluidics system and performed the appropriate adjustments to return the analyzer to expected operation.

Event description:
The customer observed red cell droplets on the foil of mts gel cards that had been processed on the ortho provue analyzer. The customer indicated that they observed dripping from the probe. Probe drip can lead to the dilution of reagents and samples, carryover, and cross-contamination which may lead to possible transfusion of incompatible blood. Erroneous results were not released as a result of this incident.